Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision to address alval/soft tissue reaction and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 25 sep 2015: rec'd kennedys spreadsheet with kid and 3 x products (dummy stem reported). Med-dev updated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision not taken place. Asr xl - right hip. Reasons for revision: unknown.

Manufacturer narrative:
Asr revision not taken place. Asr xl - right hip. Reasons for revision: unknown. Update 25 sep 2015: rec'd (B)(6)'s spreadsheet with kid and 3 x products (dummy stem reported). Created updated med-dev. Sm 1 oct 2015. Update - alert date 12 july 2016. Received and attached (B)(6) dated 12 july 2016. Reason for revision confirmed - pain / alval. Added event date, patient harm, secondary reference number, surgeon name, date of revision, stem product code, lot number, manufacturing facility, manufacture and expiry dates, brand & common name, product & construct type - taken from (B)(6) dated (B)(6) 2016. Ek 28 july 2016. Update oct 17, 2017: email notification from (B)(6)'s received. There is no new information added. This complaint was updated on: oct 17, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.